Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 3 pounds during prime and system sensor test due to faulty gold back sensor. No motor error or no delivery alarm noted. Motor passed motor test. Unit had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error multiple times during a bolus delivery. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for motor error and customer was able to complete the rewind sequence but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.